Event description:
Clinical study: it was reported that following a coronary artery stenting procedure, the pt required a target vessel reintervention (tvr). The target lesion was a 3.00, 90% stenosed, 28.0mm long portion of the mid left anterior descending (mid lad) artery stated to have in-stent restenosis of a previously placed non bsc stent. The physician treated the lesion with pre-dilation using 3.00x15mm balloon at maximum 18atm. The physician then successfully placed a taxus express2 3.00x28mm stent in the target lesion at maximum 16atm. Post-dilatation was performed with pre-dilation balloon at maximum 20atm. Post ivus was not performed. The stent was successfully positioned and expanded. Post-procedural visual evaluation: 0% diameter stenosis. The pt discharged 3 days later on panaldine and aspirin. At 211 days after the index procedure, angiography was performed. A 75% stenosed 2.5x16mm denovo lesion was found in the 1st diagonal. A taxus stent of unk size was implanted in the 1st diagonal. The pt was discharged 3 days later on continued panaldine and aspirin.

Manufacturer narrative:
As the unit has not been returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for this catch found that the device met its material, assembly and product specifications at the time of release to distribution. The investigation will be assigned the most probable root cause classification of anticipated procedural complications.